Manufacturer narrative:
Neuropathic pain occurred. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for ethicon devices used? (B)(4).

Event description:
It was reported in a journal article that the patient underwent possibly a herniorrhaphy and/or totally extraperitoneal repair procedure with or without hernia sac resection, shouldice repair or tapp procedure on unknown date and the mesh was implanted. Following the procedure, the patient suffered ileo-inguinal nerve involvement and developed a chronic post-herniorrhaphy groin pain/neuropathic pain. Treatment consisted of ultrasound-guided nerve blocks as an initial treatment for neuropathic pain. If long-term pain reduction proved inadequate, peripheral nerve stimulation/pns was offered. Additional information has been requested.